Event description:
The customer reported that during a case, the system's c-arm was making a noise and shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage supply printed circuit board, the generator driver printed circuit board, and the x-ray tube were replaced. A filament calibration was performed and the system was tested and found to be working as intended and put back into service.